Manufacturer narrative:
The cause for the non reproduced falsely elevated advia centaur xp troponin ultra (tni-ultra) patient result is unknown. Siemens is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A falsely elevated advia centaur xp troponin ultra (tni-ultra) patient result was observed by the customer. The patient sample was retested in duplicate on the same system, and repeated on an alternate advia centaur system. All of the repeat troponin results were lower. The initially discordant troponin result was not reported to the physician. There is no known report of patient treatment being prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur xp troponin ultra (tni-ultra) patient result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00007 on 01/25/2017 for a falsely elevated non reproducible advia centaur xp troponin ultra (tni-ultra) patient result. On 01/25/17 - additional information: a siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse made slight adjustments to the probe dispenses. Probe misalignment may be a contributing factor, however pre-analytical factors cannot be ruled out. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non reproduced falsely elevated troponin result, pre-analytical factors leading to fibrin interference may be a causative agent. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specification. No further investigation is required.